Manufacturer narrative:
Voluntary medwatch report received: mw5166954.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited far field p waves oversensing and myopotential oversensing resulting in pacing inhibition. Programming changes on the rv sensitivity was performed. There were no patient consequences.